Manufacturer narrative:
The account has not completed repairs.

Event description:
Info received indicates during a preventive maintenance check, the tech found the emergency trend function will not work.